Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon was tractioning the gallbladder to begin its anterior dissection when he realized that the instrument's pulley was broken. The instrument was changed for one of the same type. Instrument functional and inspected before starting surgery. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.